Manufacturer narrative:
The product was not returned for evaluation as it remains implanted in the patient. Review was performed by edwards¿ physicians on procedural cine and echocardiogram images received from the site. Per procedural cine the following was observed: the valve position before balloon inflation was too ventricular; fast inflation performed with final position of the valve implanted too low (60:40 aortic/ventricular); the central aortic regurgitation looks severe and centered; post dilation was performed; images after post dilation show severe central regurgitation, but this time with eccentric jet. The procedural echo confirmed aortic regurgitation; it was not possible to evaluate leaflet movement nor the presence of a torn leaflet from the images provided. A device history review (DHR) did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot/serial number history did not reveal any similar complaints. A review of the complaint history for the sapien 3 valve (all sizes) from october 2018 to september 2019 revealed no other similar complaints with device return for leaflet torn, and placement too ventricular. One similar complaint was found for valve regurgitation ¿ central leak. The similar complaint was unable to be confirmed and no manufacturing non-conformances were identified during evaluation. Available information suggests that procedural factors contributed to the reported event. A review of complaint history revealed that the complaint occurrence rates did not exceed the september 2019 control limit for the applicable trend categories. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the sapien 3 valve and no deficiencies were identified. Per the IFU: begin thv deployment using slow, controlled inflation, deploy the thv with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. The training manuals provide recommendations for valve positioning: use the distal flex to position the thv coaxial; using multiple angiographic views may help in coaxial positioning, position thv with bottom of center marker at base of cusps, use the center marker on the delivery system to help aid in the initial positioning of the thv, but not as a reference during thv deployment. Additional considerations: a coplanar view is critical for correctly positioning and deploying the thv; anatomy (stj, calcification, coronaries, etc.), % area sizing, thv size and foreshortening / inflation volume should also be considered when positioning thv. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. The training manuals also provide guidance on assessment of aortic regurgitation post deployment including management and potential risks of post dilation. During manufacturing, the sapien 3 valve frame and leaflets were 100% inspected and tested several times ensure all sapien 3 valves meet the valve specification. During the final inspection the valve underwent 100% inspection by both manufacturing and quality. Prior to final packaging, 100% visual inspection is performed to ensure no abnormalities of the valve. These inspections and tests during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for leaflet torn was unable to be confirmed. The central regurgitation was confirmed based on the imaging review, which also revealed a too ventricular position of the valve. However, it was not possible to evaluate the leaflets movement or confirm a leaflet torn with the images provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Imaging review revealed that the valve was positioned too low within the annulus prior to thv deployment, and fast inflation seen during the implant. Edwards provides guidance on proper thv positioning and does not recommend fast inflation as it does not allow for precise positioning. This may have caused the valve deployed in 60:40 (a/v) position, lower than edwards typical implant position (70:30 or 80:20 a/v) when optimal initial thv positioning is followed. Available information suggests that procedural factors (thv malposition prior to deployment and/or fast inflation) may have contributed to the valve placement too ventricular. As reported, the diastolic pressure immediately after the implant was low (20 mmhg), with no information about systolic pressure and no indication of therapy administrated to the patient. Low diastolic pressure could be related to many causes (long and/or multiple pacemaker run, patient volume depleted, valve placement too ventricular resulting into leaflet overhang, etc). In case of low diastolic pressure in the aorta there is not enough pressure to close the leaflets to achieve full coaptation, and subsequently result in central regurgitation. As such, available information suggests that procedural/patient factors (valve placement too ventricular and/or slow recovery of adequate ventricular flow post valve deployment) may have contributed to the central leak. Per report, the leaflet torn was an assumption of tavi team based on the observation of flapping leaflet from echo image seen after post dilatation with +1cc added to the balloon nominal volume. While the complaint was unable to be confirmed, over-inflation during post-dilation could result in damage to the leaflet. However, without the relevant images (demonstrating leaflet movement before and after post-dilation), the suggested root cause could not be confirmed. A definitive root cause was unable to be determined at this time. Due to the availability of the device it cannot be determined if a manufacturing nonconformance has contributed to the reported events. However, available information supports the events were likely due to patient and/or procedural factors. No labeling/IFU/training inadequacies have been identified and review of the complaint history revealed that the occurrence rate did not exceed the control limits for the applicable trend categories. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Event description updated for imaging review.  (B)(4).

Event description:
Based on the imagery findings, there was also a valve position too ventricular identified before inflation.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) a 23 mm sapien 3 valve was implanted in the aortic position via transfemoral approach. Nothing out of the ordinary was observed while prepping the devices.  Bav was not performed. The commander delivery system was prepped with nominal volume (18 cc). Post implant the patient¿s diastolic pressure was low around 20 mmhg. Echo  and aortagram showed moderate central leak, with no paravalvular leak a second 23 mm sapien 3 valve was implanted valve in valve (viv). Post implant of the second valve, the patient¿s regurgitation and the diastolic pressure both were resolved. While reviewing the echocardiogram, the physicians noted a ¿leaflet torn like thing¿, it is not clear what the object was, but during discussion it was speculated that the ¿flapping leaflet in echo image was arisen from leaflet torn.¿